Event description:
It was reported patient was revised on left hip due to dislocation. Doctor removed cup, insert and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Manufacturer narrative:
(B)(6). An event regarding dislocation involving a securfit shell was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed, no device was returned as per hospital policy. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information including return of device, patient medical records, x-rays and operative reports are needed in order to complete this investigation.

Event description:
It was reported patient was revised on left hip due to dislocation. Doctor removed cup, insert and head.